Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of a blank display, battery out limit and weak battery from the insulin pump. The customer's blood glucose level was 224 mg/dl. The customer stated that they had issues with the batteries. The customer found a battery out limit and weak battery after battery change. The customer stated that the pump alarmed during normal use. The customer will be sent a replacement battery cap. The customer was advised to monitor the pump.